Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that balloon burst occurred. The 80% stenosed target lesion was located in a straight geometry in the mildly tortuous and mildly calcified superficial femoral artery. After pre-dilation, a 4.00mm x 150mm, 150cm ranger sl drug-coated balloon catheter was advanced for further dilation. However, the balloon burst before it was inflated to the nominal burst pressure. The device was removed slowly and carefully from the patient, and the procedure was completed with another of the same device. There was no patient complications noted as a result of this event, and the patient's condition following procedure was stable.

Event description:
It was reported that balloon burst occurred. The 80% stenosed target lesion was located in a straight geometry in the mildly tortuous and mildly calcified superficial femoral artery. After pre-dilation, a 4.00mm x 150mm, 150cm ranger sl drug-coated balloon catheter was advanced for further dilation. However, the balloon burst before it was inflated to the nominal burst pressure. The device was removed slowly and carefully from the patient, and the procedure was completed with another of the same device. There was no patient complications noted as a result of this event, and the patient's condition following procedure was stable.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Device analysis findings: device evaluation by manufacturer: the ranger device was returned for analysis. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. The returned device was attached to an inflation unit and positive pressure was applied, and the balloon was inflated to its rate of burst pressure for 30 seconds using deionizes water and digital timer without any leaks or issues noted. A vacuum was then applied. The inflation device was verified at 14 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with the balloon material. As per IFU the rated burst pressure for this device is 14 atmospheres. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination of the hypotube/shaft found no issues. This concludes the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the ranger sl device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluation by manufacturer: the ranger device was returned for analysis. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. The returned device was attached to an inflation unit and positive pressure was applied, and the balloon was inflated to its rate of burst pressure for 30 seconds using deionizes water and digital timer without any leaks or issues noted. A vacuum was then applied. The inflation device was verified at 14 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with the balloon material. As per IFU the rated burst pressure for this device is 14 atmospheres. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination of the hypotube/shaft found no issues. This concludes the product analysis.

Event description:
It was reported that balloon burst occurred. The 80% stenosed target lesion was located in a straight geometry in the mildly tortuous and mildly calcified superficial femoral artery. After pre-dilation, a 4.00mm x 150mm, 150cm ranger sl drug-coated balloon catheter was advanced for further dilation. However, the balloon burst before it was inflated to the nominal burst pressure. The device was removed slowly and carefully from the patient, and the procedure was completed with another of the same device. There was no patient complications noted as a result of this event, and the patient's condition following procedure was stable.